Manufacturer narrative:
The reported events of noise, insulation abrasion and lead damage were confirmed. Final analysis found that the insulation was abraded at 11.1 to 11.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure. It was noted that the right ventricular lead exhibited noise. During the procedure, an insulation abrasion and cut were noted on the lead. The lead was explanted and replaced. The patient was in stable condition.